Event description:
It was reported that the patient was experiencing leaking close to the body while using the purewick female external catheter and the purewick canister did not have much urine in the morning. No additional information was provided. It was noted that the patient had been using the purewick products for less than 30 days. Per follow up via phone on (B)(6) 2022, the patient developed a painful rash and infection. It was stated that the patient did seek medical attention and was prescribed medications. It was unknown if the device contributed to the painful rash and infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: experiencing skin irritation or breakdown at the site. Discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." Assess device placement and patient¿s skin at least every 2 hours." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient was experiencing leaking close to the body while using the purewick female external catheter and the purewick canister did not have much urine in the morning. No additional information was provided. It was noted that the patient had been using the purewick products for less than 30 days. Per follow up via phone on 18mar2022, the patient developed a painful rash and infection. It was stated that the patient did seek medical attention and was prescribed medications. It was unknown if the device contributed to the painful rash and infection.